Event description:
Had filshie clips put 13 years ago; about 4 years ago started getting really sick, went to every dr I could and they could not find anything wrong. My periods became so bad bleeding was so heavy and very painful in the hips and pelvis area and lower back. Not just during my periods, it would start a week in a half before my period would start. Then started with chronic pain everywhere everyday hurt so bad that I really thought I had something that was going to take my life like cancer. The pain was so bad I could not bare it most of the time. About 2 months ago I had an x-ray done and it showed one of my clips to be in my hip area and the other one seemed to be still in place. I had them both removed on (B)(6) 2018 and when they went in, one was in a fatty tissue in my hip area and the other one was not at all on my tube, it embedded into the lining of my stomach. Both clips cut through my tubes and were migrated. This is a horrible device and lord knows this does not need to be put in us. It has caused some long days and nights that I wasn't sure if I wanted to live with this kind of pain for the rest of my life. Dr has told me I had fibromyalgia and that I would have to learn to live with it. On a wonderful new note I had them removed and I have no more of that pain that I really thought I had to live with the rest of my life. I am at ease now that was the cause of all of this and I am grateful to god that I can now move on pain free.